Event description:
It was reported to philips that the system was unable to boot up. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse check the ldes on the pc and it was working fine before the software got corrupted. To resolve the problem, fse reload the software through tsm. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.